Event description:
It was reported that noise oversensing, with pacing inhibition greater than 2 seconds, was observed on this right ventricular (rv) lead. Isometrics were performed, and the observation was replicated. As a result, this rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.